Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed off no power. Customer's blood glucose reading was 147 mg/dl. No significant events leading to the alarm were observed. Advised customer that they may continue to wear the pump until replacement arrives if they insert a new battery. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents. No damage was found on the lcd isolation tape noted. No unexpected off no power or low battery alarm noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.